Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Visual inspection of the sample confirmed the reported condition revealing that the y was cracked at the thread, however the cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If additional relevant information becomes available, a follow-up report will be submitted.

Event description:
It was reported that an anti-reflux pca y-set's luer lock had a split thread. This issue was discovered before use. There was no patient involvement. Additional information was requested and is not available.